Event description:
The customer reported that speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.